Event description:
The e-mail received from (B)(4) study indicated that approximately six months following pci in the proximal circumflex and the in the obtuse marginal, the patient experienced chest pain. Coronary angiography revealed that the first marginal artery was totally occluded; there was also a focal area of stenosis inside the stent with 95% stenosis in the mid circumflex. In the distal circumflex there was a new stenosis of 90% occurring just before a previously placed distal stent. An abbott vascular xience v stent was placed in each lesion. During the index procedure, pci was first performed on a 95% de novo lesion in the mid circumflex of 9mmin length in a 3.5mm vessel diameter with extreme tortuousity. The (type a) lesion was heavily calcified. The lesion was pre-dilated with 3 3.5x12mm balloons at 14 atm before a 2.75x13mm cypher stent was deployed at 10 atm followed by a 3.0x33mm cypher stent overlapping the previous stent at 16 atm because the initial stent because after deploying the stent in the om, it pinched the circ. Post-dilatation was performed with 2 3.5x12mm balloons at 14 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed next on a 100% de novo lesion in the 1st obtuse marginal of 9mm in length in a 2.0mm vessel diameter with extreme vessel tortuosity. The (type c) lesion was heavily calcified. Timi 2 flow was recorded pre-procedure. The lesion was pre-dilated with 3 3.5x12mm balloons at 14 atm before a 2.25x13mm cypher stent was deployed at 14 atm. There was no post-dilatation. The residual diameter stenosis measured 0%. Timi 3 flow was restored post-procedure.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.